Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is attributed to design. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4) - complaint submitted by (B)(6), at (B)(6). A metal failure of the femoral intra-medullary rod used for distal femoral cutting in total knee replacement. This has resulted in a broken end of the device at its weakest point while inside the femoral canal which could not be retrieved. Several attempts to take it out were unsuccessful. The company representative was called in and apparently this incident has happened before. I sought advice from two of my senior consultant colleagues and final decision was made to leave the piece of metal to avoid causing more damage. The patient was informed about the incident. The rest of the broken device will be investigated by the company.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.